Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported the user experienced a low bg of 68 mg/dl that was overtreated, resulting in a high bg of 494 mg/dl overnight. The user had completed a supply change; no leaks or kinks were found and the needle was straight. After performing a full supply change per support guidance, glucose levels returned to normal. No hospitalization or long-term effects were reported.